Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for rsd/ causalgia-complex regional pain syndrome and spinal pain. It was reported that patient had surgery to remove the whole system because it malfunctioned. Patient stated all the system "sucked". No further patient symptoms or complications were reported in this event.